Event description:
A rep dreamstation auto bipap device was returned to manufacturer service center with an initial allegation of patient observing burn marks on machine and power cords as well as melting on plug. Additionally, the device displayed an error code. There was no report of patient harm or injury. During the evaluation of the device at the manufacturer service center, the device was visually inspected. The complaint of device showing error code was confirmed. Potential corrosion was found inside p4 dc power jack and power supply¿s power jack. Unknown tan and black contamination (dust-like and inconsistent with degraded sound abatement foam), at the air inlet of the blower box was observed. Unknown yellow residue and black contamination (dust-like and inconsistent with degraded sound abatement foam), in the iso port was detected. Dust-like contamination was observed on top and bottom of the blower motor, and the blower motor seal. Potential mineral deposits were found on blower motor and inside blower box indicate possible water ingress. Unknown yellow residue was found inside blower box. Unknown specks of contamination (possibly from dc jack corrosion) were observed in the bottom enclosure. It was concluded that the source of contamination was most likely external to the device. The device was scrapped after the evaluation was completed. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed.